Event description:
The surgeon was inserting a three piece collamer lens model cq2015 into the pt's eye and the haptic tore. The surgeon removed and replaced the lens without enlarging the incision. No pt injury.

Manufacturer narrative:
Results: a visual inspection of the returned product shows a portion of the optic and one haptic is torn off & missing. Two small holes in the optic. Clear surgical residue on the lens. It should be noted that the injector and cartridge were not returned for eval.